Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and pump shut down. Tandem technical support reviewed pump data and confirmed the reported battery issue. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 303 mg/dl.